Event description:
During the evaluation of the dreamstation auto CPAP at the third-party service center, the device was visually inspected and secondary findings of calcium/ dust particle was found. Technical findings of connector burnt was also found. Further, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.